Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009852, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009852 was manufactured according to the work instruction (wi) version 81 and manufactured multivac 12 on 20-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Assembly of quickset: assembly lot 4k03302 was manufactured according to the wi version 27 and manufactured assembly of quickset on 20-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Assembly lot 4k05031 was manufactured according to the wi version 27 and manufactured assembly of quickset on 23-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Assembly lot 4k03303 was manufactured according to the wi version 27 and manufactured assembly of quickset on 20-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Assembly lot 4k00942 was manufactured according to the wi version 27 and manufactured assembly of quickset on 09-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube: gluing tube lot 4k03295 was manufactured according to the wi version 42 and manufactured gluing tube line 04,05,08 on 19-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube lot 4k03296 was manufactured according to the wi version 42 and manufactured gluing tube line 04,05,08 on 21-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube lot 4k01560 was manufactured according to the wi version 42 and manufactured gluing tube line 04,05,08 on 16-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube lot 4k04376 was manufactured according to the wi version 42 and manufactured gluing tube line 05, on 19-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube lot 4k01661 was manufactured according to the wi version 42 and manufactured gluing tube line 04, 08, on 19-oct-2024, with a total of 60, 000 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube lot 4k03299 was manufactured according to the wi version 42 and manufactured gluing tube line 04,05,08, on 23-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube lot 4k00929 was manufactured according to the wi version 42 and manufactured gluing tube line 04,05,08, on 08-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing tube lot 4k00930 was manufactured according to the wi version 42 and manufactured gluing tube line 04,05,08, on 08-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). The event occured in the united states. It was reported that patient faced infusion set leakage event on 11-jun-2025 the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.